Event description:
Hospira sterile empty vial and injector for pca pumps. The top of the injector (the cap) where the drug is injected into is leaky. Causing drug/controlled substance to leak and drip outside of the pca injector, a wasting of controlled substance and subtherapeutic dosing to the pt.